Event description:
It was reported that a patient began feeling movement and noise in their shoulder postimplantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Procode: phx. Medical products: comp rvrs shldr glnsp std 36mm cat#: 115310 lot#: j7171789. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Op report and post-op imaging notes showed postop changes from a reverse shoulder arthroplasty. After use of general anesthesia with interscalene block, a small amount of fibrous tissue was removed. The loosened glenosphere and humeral tray were removed. Glenosphere was reimpacted after changing the central screw size. Surgeon notes ¿it was felt as though this corrected the reason for failure of the original implant.¿ a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient began feeling movement, noise, and pain in their shoulder postimplantation. Attempts have been made and additional information on the reported event is unavailable at this time.